Event description:
The customer allowed the reagent boat fluid volume to fall below the dead volume level and the summit pipetted air into the microwells on the plate. The customer complaint was no alarm. No death or serious injury was associated with this incident.